Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed a signal on the right atrial (ra) lead channel following the vpace. Review of remote monitoring data showed that this signal had been visible as far back as data was available. The signal was visible post asense/vpace and apace/vpace, which ruled out loss of capture (loc). The device atrial paced 2% and ventricular paced 99%. Additionally, a blank after vpace was programmed to 175ms, which reasonably suggested there was farfield oversensing in the past. This pacemaker system remains in service. No adverse patient effects were reported.